Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed as a part of a clinical evaluation. According to the peritoneal dialysis registered nurse (pdrn), the patient had an event of peritonitis (B)(6) 2013 and was in the hospital for enterococcal infection attributed to potential contamination with poor bathroom hygiene. The medical records do not contain hospital or dialysis clinic progress notes, a medication list, treatment records or diagnostic/lab results. The physician documented the patient had some diarrhea at the time of the enterococcal peritonitis perhaps suggesting contamination. Otherwise, there was no documentation in the medical record that states the actual cause of the patient¿s peritonitis. There was no documentation in the medical record that shows a causal relationship between the liberty cycler and the patient¿s peritonitis.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following the plant's evaluation and a clinical evaluation of the available medical records.

Event description:
A peritoneal dialysis (pd) patient reported he was hospitalized for peritonitis. During additional follow up with the patient's clinic manager it was reported the patient developed peritonitis in (B)(6) 2013 that required hospitalization. The exact date of diagnosis or the length of the hospitalization was not available. The event was attributed to self-contamination. Limited medical records were obtained and provided the following: the patient was hospitalized in (B)(6) 2013 for enterococcal peritonitis. He was treated with 4 weeks of vancomycin and 1 week of rifampin antibiotics. The patient is a positional drainer. The patient reported having diarrhea at the time of the enterococcal peritonitis suggesting self-contamination. By (B)(6) 2013 the patient had cleared the infection.